Manufacturer narrative:
Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of approximately 900 mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 6 days later, (B)(6)2024 with the issue resolved. Reportedly, due to the elevated bg, the customer required a stint into their heart. System check with tandem technical support confirmed the pump was functioning as intended.